Event description:
It was reported that 111 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 90% stenosed severely calcified portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.0x32mm drug eluting stent in the target lesion. Lesion 2 was a 2.5mm, 70% stenosed severely calcified portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation. The physician attempted to place a taxus express2 8.8% 2.75x28mm drug eluting stent in the target lesion. It would not cross the lesion. A dissection occured distal to the lesion. The physician then placed a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. A guidant vision was placed in the proximal right coronary artery to fix the dissection. The pt was discharged the next day on plavix and aspirin. 111 days after the procedure the pt required a tvr. The physician successfully placed a taxus express2 stent in the distal left anterior descending artery. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the stent is probable. There was no restenosis of the taxus stent.

Event description:
It was further reported that target lesion 1 was 15mm long. Target lesion 1 was treated with placement of the taxus stent which extended from the ostium of the lad to the mid segment. Distal spasm was noted without flow obstruction, residual stenosis was 0%. Target lesion 2 was 15mm long with 0% residual stenosis after stent placement. Follow-up angiography showed a distal rca dissection which was treated with balloon angioplasty, reducing the stenosis to less than 20% with timi grade iii flow. During the procedure, the ostial rca was also treated with a 2.5x12mm mini vision stent. One hundred eleven days after the procedure, the pt was admitted with complaints of substernal chest pain radiating to both arms. Coronary angiography at that time revealed lvef 60-65%, lmca patent, lad previously placed proximal to mid vessel stent widely patent and patent beyond the stent, diffuse segmental 70-80% stenosis extending from the mid to the distal lad, lcx patent, rca eccentric non-obstructive 50% ostial in-stent restenosis of previously placed proximal stent, no info concerning previously placed mid rca stent, diffuse distal disease with no significant focal stenosis. The mid to distal lad was treated with direct stenting using a 2.5x24mm taxus stent followed by a 2.5x16mm taxus stent placed in tandem fashion, reducing the stenosis to 0%. Decision was made to monitor the borderline rca in-stent restenosis, no intervention was performed at this time. The pt was discharged on continued aspirin and plavix therapy.